Event description:
Procedure type: gynecology. Reportedly, the introducer fell apart while removing the guide, and the sharp tip fell into the abdomen. This occurred after the trocar was fitted in suprapubic. The piece was retrieved through the trocar. There was no delay to surgery and no blood loss and no pt injury was reported.